Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that the pipeline broke off of the device causing blood to leak out. Approximately 400cc of the patient's blood was discarded and approximately 400cc of bagged blood was administered to the patient.